Event description:
Patient had severely reduced ejection fraction percentage and coronary disease. Patient was externally defibrillated to treat ventricular fibrillation in hospital. Reprograming changes were made to resolve failure of therapy during ventricular fibrillation. Patient was stabilized.

Event description:
It was reported that the patient was admitted to the hospital for general malaise and fatigue. The device failed to deliver high voltage therapy due to false return to sinus when the patient was in ventricular tachycardia. It was unknown if the patient symptoms were related to the rhythm as the patient was in sinus rhythm in the emergency room. Programming changes were recommended. Patient¿s condition was stable.